Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic robotic sleeve gastrectomy, on the second firing on the stomach, the reload did not fire all the way to the end, even though handle gave indication it had reached the end. The staple line was incomplete in the distal end. Another reload was used to complete the case. There was no patient harm.